Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
Customer had an issue with sodium precision and she repeated six patient samples multiple times. Results for two patients were discrepant: patient 1, sodium results, 132, 126, 128, 128, 126, and 129 mmol/l. (All results were accompanied by a < reference range data flag). They reported 128 mmol/l for this sample. Patient 2, sodium results, 139, 133, 133, 133, and 133 mmol/l. (All 133 results were accompanied by a < reference range data flag). This sample had been tested the day before and recovered 136 mmol/l which was reported. Customer does not know if patients were treated based on reported results. No adverse events were reported. Lot number of sodium electrode is unknown. The field service determined a bad sodium electrode was the cause of the discrepancies. He replaced the sodium and reference electrodes. Customer ran controls which were acceptable.